Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 54 to 18 mg/dl at the time of the incident. The customer stated they had been having issues with low and highs. The customer did not mention how they treated. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The customer was treated for the low and went as high as 543 mg/dl. The customer also reported pump physical damage. The insulin pump will not be returned for analysis.